Event description:
The pt rec'd his scs system on (B)(6) 2006. It was reported that the pt's programmer was no longer functioning. The pt was receiving stimulation from his ipg only at low levels and could only use the magnet to turn it on/off. A replacement programmer was sent to the pt but at this time it is unk if it resolved the alleged issue. The pt has scheduled an appointment for a reprogramming session. No further information is available. This report is being submitted as a precautionary measure as similar alleged events have resulted in the explant of the ipg.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.